Event description:
Suspected implant rupture, capsular contracture. Patient is a (B) (6) female with previous subglandular silicone breast augmentation, complicated by implant rupture and capsular contracture, who underwent removal of the bilateral silicone breast implants as well as bilateral capsulectomies.